Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
Supplemental Report 01  IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review.Additional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions, IMDRF Health Impact, IMDRF Medical Devices Problem Codes under H6.H10: Related Report NumbersH11: Investigation summary.Complaint Investigation Results: Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 02-JUl-2026 against "Lot Number" "6016476" and Similar Malfunction Codes: Adhesive patch does not adhere to the skin after direct application, Adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use. The review confirmed that Lot and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search A query was run in the eQMS on 02-JUl-2026 against "Lot Number" criteria equal 6016476 and Similar Malfunction Code(s): Adhesive patch does not adhere to the skin after direct application, Adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use.The number of complaints is 1. The complaint number is (b)(4).Device History Record (DHR) Review:The lot 6016476 was manufactured according to Work Instruction (WI) version 102 and manufactured on the Machine Multivac M14 on 27/NOV/2025 with a total of (b)(4)units. Welding Sub-Assembly: The Lot 5L05017 was manufactured according to the WI version 34 and Manufactured in Line L507-L506, on 26/NOV/2025, with a total of (b)(4) units.Welding Sub-Assembly: The Lot 5L05018 was manufactured according to the WI version 34 and Manufactured in Line Welder L525, L524, L511 on 26/NOV/2025, with a total of (b)(4) units.Welding Sub-Assembly: The Lot 5L02410 was manufactured according to the WI version 34 and Manufactured in Line L5-06, L5-07 on 17/NOV/2025, with a total of (b)(4) units.The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.Visual Evidence Review: No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing: Retain samples from the relevant lot were previously tested in complaint (b)(4) on 08/MAY/2026.WI Guidance for Visual Testing for Complaints Area Version 3: 3 samples tested and passed visual inspection.All the results were within specifications as documented in the attached test report (b)(4).Return Samples Testing:Returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return.Conclusion: Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per WI (Monthly TRIPS and Alerts).Conclusion Summary of Complaint InvestigationA comprehensive review was conducted, including eQMS queries, similar complaint searches, Device History Record review, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot 6016476 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted.Photos/samples were requested; however, the customer confirmed that no photos/samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.